Event description:
The initial reporter stated they received discrepant results for two patient samples tested with bilt3 (total bilirubin) on a cobas 8000 c 502 module. The initial results were questioned by medical personnel. The samples were repeated on the same analyzer and these repeat values were deemed correct. The first patient sample initially resulted in a total bilirubin value of 0.2 mg/dl and it repeated as 6.2 mg/dl. The second patient sample initially resulted in a total bilirubin value of 0.5 mg/dl and it repeated as 3.6 mg/dl.

Manufacturer narrative:
The total bilirubin reagent lot number was 669864, with an expiration date of 30-jun-2024. The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls were within the customer's established ranges. There was no indication of a reagent performance issue. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the analyzer. Precision studies were performed. The analyzer performed within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.